Manufacturer narrative:
Follow-up # 1 date of submission 06-apr-2018 device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during visual inspection of the pump, there was no battery compartment damage observed therefore the investigation was unable to confirm the initial complaint. The clip insert at u groove is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue.